Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that partial deployment and internal device fracture occurred, and additional intervention was required. An eluvia us, 6x150, 130 cm was selected for use in the superficial femoral artery (sfa). After a few millimeters of the stent deployed, the remainder of the stent would no longer unsheathe. The physician attempted to pin the white handle and pull the blue plunger, but the stent still did not deploy fully. The physician was able to pull the stent back out through the sheath. The physician elected to use a non-boston scientific stent for final treatment, as he was concerned that there were pieces of the eluvia still within the sfa. No further details were provided despite request by boston scientific.